Event description:
The nurse at facility reported to baxter technical service that a patient was suspected to have hemolysis following treatment. The field service engineer tested the device and found no problems. The device functioned per manufacturer's specifications. No further information is available at this time.